Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted ¿adhesions of omentum, which were taken down. He encountered the previously placed mesh, which was noted to have contracted and pulled away from the fascia. The mesh was excised from the fascia and the remaining defect was repaired.¿ it was reported that the patient experienced severe pain, adhesions, bulging, inflammation, loss of appetite, stress and anxiety. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. Other procedure was captured in separate file. No additional information is provided.